Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has some heavy scratches from use. The device was manufactured on 2017. A dimensional inspection of the related features on the device found them to be within specification. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause of this event is likely an improper surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed

Event description:
It was reported that during surgery, the lock ring has come off in the patient's body after this was equipped. 42mm product should have been used, but 41mm tandem head(substitute) was implanted instead.